Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. There is no indication for a manufacturing-related failure. On the basis of the evaluation of the returned device, the reported event could be confirmed. The stent was found to be released completely . A part of the inner catheter with the distal tip was found to be broken and missing. As reported, the detachment occurred during removal of the delivery system and the fragment remains in situ. Potential factors that could have led or contributed to the reported event have been evaluated. Previous investigations of similar complaints have been reviewed. The breakage of the tip including a part of the inner catheter may be related to increased friction between guide wire and guide wire lumen. Also a difficult vessel anatomy may contribute to increased friction and subsequent breakage. Reportedly, the tip detached during retraction of the delivery system through the introducer sheath. In this case, no information regarding the vessel anatomy and the procedure performed was provided. On the basis of the information available and the evaluation of the returned device, a definite root cause for the reported event could not be determined. The IFU states: "flush the inner lumen of the device with saline prior to use." And "if resistance is met while retracting the delivery system over a guide wire, remove the delivery system and guide wire together." Furthermore, the IFU states: "examine the stent and delivery system device for any damage. If it is suspected that the sterility or performance of the device has been compromised, the device should not be used."

Event description:
It was reported that during retraction through the introducer sheath, the tip of the delivery system catheter allegedly detached. Reportedly, the tip was not removed and remains in the patient. There was no reported patient injury.

Manufacturer narrative:
The device history records are being reviewed. The event is currently under investigation. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant was unable to provide further patient or procedural details.

Event description:
It was reported that during retraction through the introducer sheath, the tip of the delivery system catheter allegedly detached. Reportedly, the tip was not removed and remains in the patient. There was no reported patient injury.